Event description:
A hospital in the netherlands reported a hole in the evaqua expiratory limb of an rt235 breathing circuit. The hole was apparently 40 cm from the patient end of the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurence rate of this type of complaint is approximately 0.037% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Regrettably, we were unable to meet our reporting obligations within the 30-day timeframe as this complaint was received late at fisher & paykel healthcare (manufacturer/head office). We have notified all relevant personnel to reiterate the importance of sending complaint reports to our head office on time.